Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl and the bg meter reading was 500 mg/dl. The patient was experiencing lethargy, blurred vision, nausea, and vomiting. The patient¿s boyfriend called 911. Once emergency medical services arrived, it was reported no bg meter reading was taken but the patient was transported to the emergency room. At the ER, the patient was treated with unspecified IV fluids and an insulin injection. The patient was discharged home after 5 days. The patient was stable at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. . No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.